Event description:
Customer states that where the code key is inserted on the aviva system, and on the meter screen, it looks burned and melted. No adverse event reported. Requested return of suspect device and replacement was sent.